Manufacturer narrative:
The customer contacted the customer care center (ccc). The customer stated that quality control was within acceptable limits on the day the event occurred. The customer declined troubleshooting. The cause for the falsely low ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urine enzymatic creatinine (ecrea) results were obtained on patient samples on a dimension vista 1500 instrument. The initial discordant results were not reported to the physician(s). Sample ID (B)(6) was repeated on the same instrument, resulting the same as the original result. The samples were then spun and repeated twice, resulting higher and matching. Sample ID (B)(6) was repeated on two alternate dimension vista instruments and one of the results was reported to the physician(s). Sample ID (B)(6) was repeated on the same instrument and an alternate dimension vista instrument. The repeat result from the original dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.